Event description:
Nurse was getting ready to use patient monitor (physiological) and noticed a burning smell. The monitor also seemed warm to the touch. The biomedical technician indicated a burnt main printed circuit board (pcb).